Event description:
Health care professional reports a fiber leak noted during middle of pt dialysis session. New disposables were used and the treatment was completed. The health care professional reports 250cc blood loss. The health care professional reports no pt injury or medical intervention required.